Event description:
It was reported that the bd alaris smartsite needle-free valve experienced flow issues, and was clogged. The following information was provided by the initial reporter: the needle-free infusion connector was used for the patient's infusion. It was found that the connector was blocked and could not be exhausted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21065454. From the information provided by the customer it appears that an occlusion was observed when the 2000e china was connected to a huafu product. A review of the production records for lot 21065454 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. H3 other text : see h.10

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced flow issues, and was clogged. The following information was provided by the initial reporter: the needle-free infusion connector was used for the patient's infusion. It was found that the connector was blocked and could not be exhausted.